Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on heart start mrx defibrillator indicating that the device failed the operational check showing a pacer system malfunction error. Available details indicated that device failed the operational check showing a pacer system malfunction error. However, no service or technical support was provided to the customer due to the end of support status of the device. The device remains at the customer site and no further evaluation is warranted at this time. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is end of life, no support or service was provided. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.